Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report #: 3006705815-2017-01551. It was reported the patient underwent surgical intervention on 11 october 2017 to have a pocket revision procedure (reference MFR. Report: 3006705815-2017-00346.). During the procedure, the patient¿s lead migrated while the physician was tunneling the leads to the new pocket. As such, the occipital lead on the left side was explanted. Note: both leads are being reported as it is unknown which is liable.

Event description:
Device 2 of 2: reference MFR report #: 3006705815-2017-01551.